Event description:
It was reported that the patient presented for a follow-up in clinic. Interrogation revealed that the pacemaker and right ventricular (rv) lead exhibited noise over-sensing which resulted in multiple noise reversions. The noise was reproducible with isometric testing. Noise electrograms (egms) were enabled and set to low. The sensitivity was subsequently increased, and rv noise was no longer reproducible with repeated isometric testing. All other parameters were reported to be stable. The patient remained in a stable condition.